Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported by a company representative that when the unit is plugged in, the motor would begin to run on its own without being turned on.